Manufacturer narrative:
Device evaluation: one device sample was returned. The sample was received in decontaminated condition without its original packaging and was reviewed. Visual inspection revealed no discrepancies in the sample that would affect product performance. Based on evidence and investigation, the complaint allegation was unable to be determined. No actions are required since the complaint was not confirmed. DHR review showed no non-conformities with this lot number.

Event description:
The reporter stated the device was in use for infusion of ancef. The reporter stated when the scheduled infusion was completed 24.3% of the total volume was seen in the medication bag. No adverse effects reported.